Event description:
It was reported that during the surgical procedure the cobra grasper instrument, the bipolar forceps instrument and the monopolar curved scissors instrument were arcing. Additional information provided indicates that the cobra grasper instrument (a non-energy instrument) was being used for retraction when the arcing was observed. The instrument did not come into contact with the monopolar curved scissors instrument and the port had not been used with any energized instruments prior to insertion of the cobra grasper instrument. The hospital did not provide information regarding which instrument(s) arced, or if all three arced. No patient harm, adverse outcome or injury was reported. The alleged arcing with the cobra grasper instrument is being reported on MFR's report # 2955842-2006-00151. The alleged arcing with the monopolar curved instrument is being reported on MFR's report # 2955842-2006-00153.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation found no evidence of the instrument having previously arced. The instrument tip cover, which provides electrical insulation, was not returned. It is possible that damage to the tip cover may have compromised the electrical insulation. Since the tip cover was not returned, the customer reported failure mode cannot be confirmed. It also cannot be determined if other instruments arced to this instrument.